Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 400 to greater than 500. Reportedly, the cause was stress and a kidney infection, possibly caused by elevated bg's. Bg was addressed via a correction bolus, and a temporary basal rate. The customer was instructed to consult with healthcare provider regarding bg level.